Event description:
After delivering the cypher stent the physician tried to remove the atw wire but it became stuck with the cypher and could not be retrieved from the patient. Therefore, the physician retreived the atw wire with the sds from the patient. The cypher stent was redelivered and the stent was implanted successfully. The physician found that the atw wire had become tangled to the cypher. Also, the atw was found to be stretched 3cm from the tip and was almost separated.

Manufacturer narrative:
During a coronary intervention, an atw steerable guidewire became "stuck with the cypher and couldn't be retrieved from the patient". The vessel was described as moderately calcified and slightly tortuous. The atw was inserted as a buddy wire to assist with the delivery of the stent across the lesion but this was not successful. The products were removed as a single unit, as is the recommended practice. Upon examination, the physician found the wire entangled with the cypher stent and severely stretched approximately 3cm from the tip. The procedure was completed with a new wire and the same stent delivery system without negative effects to the patient. With the given information, procedural difficulties may have contributed to the event. The reported stretched condition was confirmed. Per lr file #e 3009: "as received, the speciment did not present any obvious indication of manufacturing defect or anomaly. Except where noted, the specimen appeared visually and dimensionally correct. The core wire presented a fracture at the proximal transition from ground, round wire to the flattened segment with indications of tensile overload with evidence of bending loads applied. The nature and location of the fracture suggested the speciment wire came under constraint and fractured during the attempt reposition the device. The evidence presented by the specimen and the background documentation indicated procedural factors and/or clinical conditions may have contributed to the event. As such, no additional relevant clinical information was provided to provide background to this event beyond "on 1-24-2006 a guiding catheter (ebu3.5/7fr) was engaged to the target lesion. A guide wire (run-through ns) was inserted and then pre-dilation was conducted. Then cypher (2.5/23mm) was being delivered to the target lesion, but there was delivering difficulty. Therefore a guidewire atw was inserted as a buddy wire. After delivering the cypher, physician tried to remove the atw, but the atw became stuck with the cypher and couldn't be retrieved from the patient. Therefore, the physician retrieved the atw with the sds from the patient. The cypher was redelivered again and the stent was implanted and the procedure was finished. Physician found that the atw had become tangled to the cypher. Also the atw was found to be stretched 3cm from the tip and was almost separated". The evidence presented by the specimen and the background documentation indicates procedural factors and clinical conditions may have contributed to the event. These observations and suppositions were based on the evidence presented by the sample article and the supporting documentation." No corrective action will be taken at this time, because the complaint does not appear to be related to the manufacturing process. Complaints of this type will continue to be monitored for trending purposes to determine if action is necessary.